Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, itwas seen that the dentist has selected an implant design which is notrecommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that 2 months and 2 days after the dental implant was installed in intraoral region 23#, its non- osseointegration was observed. Moreover, 50n.cm of primary stability was achieved and the patient presented bone type ii.